Event description:
The patient reported experiencing a loss or change of therapy. It was stated they were right back to where they started from with their symptoms and was back to going to the bathroom constantly where it was at 3 to 4 to 5 times a night. They were getting up at night and not being able to make it to the bathroom without urinating and leaking. It was stated it was terrible, inconvenient, and didn't want this "slack" of the bladder to be going on where they went so frequently. The patient kept trying to increase their amplitude and was "all the way up at 1.65v," but didn't feel any stimulation currently and therapy was on. They had never increased stimulation this high before and were always on 1.25v. It was stated the patient was implanted for bladder control. They stated they hoped their symptoms got better because it was very inconvenient and uncomfortable for them. The patient said that "it used to be so uncomfortable" when they increased it. When they had increased stimulation up higher, it was a mess with their left leg, and it was so uncomfortable that the patient had to leave the stimulation at 1.35v. It was noted this happened before they went into see the lady at the doctor's office. There were no trauma or falls related to the reported issue, but the patient mentioned they did have a fall in (B)(6) 2015. It was stated they were not getting 50% or greater reduction in symptoms. It was noted the last time they saw the doctor; the "lady" had it on program 1 at maybe 1.4v. As the patient was walked through increasing stimulation, they stated they had felt some discomfort in their foot. The patient was assisted in increasing stimulation on program 1 to 1.9v where they felt stimulation comfortably and was in the correct area. It was stated the return of symptoms were kind of sudden and that they were kind of gradual for the first couple of weeks, but now they are just "totally," they couldn't make it to the bathroom and was going constantly. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.